Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, the device has not been received by carefusion. (B)(4).

Event description:
The customer reported while using the vela ventilator the screen is delaminated and the screen does not respond to touch. The customer reported no patient involvement or allegation of patient harm.